Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Requested sn/ lot however customer stated: "unknown."

Event description:
It was reported that the device alarmed ail during a blood infusion programmed at a rate of 120ml/hr. The rn stated that she was unable to administer the blood due to frequent ail alarms, the lvp module was replaced 3 times as well as the tubing replaced 3 times , a new bag of blood ordered however the ail alarms continued. The rn stated that there was no visible air in the tubing when replaced the modules and sets. The ICU/stepdown nurse eventually hung the blood to gravity to continue with the infusion. There was no report of patient impact however a delay in patient treatment. An incomplete event date of (B)(6) 2019 provided as customer stated that the event occurred 4 months ago. Although requested there was no additional event details provided by the customer.